Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7073979/7072158.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was causing pain and was not providing an adequate pain relief. It was also noted that the ipg was irritating the patients skin at the level of the belt. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.